Manufacturer narrative:
Per the user guide: "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that time was inaccurate due to customer adjusting time when changing time zones. There was no adverse impact to the customer's blood glucose level due to the reported issue. Customer corrected pump time.